Manufacturer narrative:
The device is not being returned for evaluation as the facility declined to return the unit. The directions for use (dfu) for the edwards model 12a0602f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.

Event description:
It was reported that the physician used the device during a right leg embolectomy procedure. Reportedly the tip of the balloon and the tip of the wire from the embolectomy catheter became dislodge during the procedure. It was further reported that small pieces of the device were non-recoverable. Additional follow up with the facility indicated that the pt was morbidly obese. The facility reported that the pt developed hematoma and compartment syndrome which required additional surgery. Follow-up with the facility indicated that it was indeterminable if the pt's development of hematoma and compartment syndrome was attributed to use of the device. Reportedly, the additional surgery performed was for evacuation of the large popliteal hematoma and decompression of the compartment (fasciotomies for compartment).